Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer experienced low blood glucose that required the paramedics to be called. The customer's blood glucose was unknown at the time of incident. The customer declined to provide further information about the incident. The insulin pump will not be returned for analysis.